Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # : (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vticmo13.2 implantable collamer lens, -12.00/+1.5/093 (sphere/cylinder/axis) into the patients right eye (od), but the lens was stuck in the cartridge. There was patient contact but no injury. The lens was replaced with a different model but same length lens and the problem was resolved. The patient is doing well. The cause of the event was unknown.